Event description:
To whom it might interest; noted today that a former FDA official who was pivotal in approving the user of the lasik procedure to correct near sightedness, is now advocating it be stopped. He cited high levels of adverse affects from pts who underwent the procedure. He noted that among the problems were, chronic dry eye and poorer night vision. Since these outcomes characterize the adverse affects that I experienced, and since there was no clinical f/u from dr, nor the FDA, despite the fact it was still considered experimental at the time of my procedure, I felt I should at least self-report. In addition to chronic and now nearly untreatable dry eye, I find my vision is frequently cloudy, and my night vision has continued to be degraded. Additionally, and perhaps related to the lasik procedure, I have had two vitreous detachment events in the past two years. One in each eye. While I found the vast improvements in my eyesight very gratifying, it is fair to say, that the adverse affects that I and the FDA official I watched on cnn today discussing, were not among the warnings I received prior to my procedure. I hope my report is useful in supporting what should be an FDA review of this procedure, its success and also its adverse consequences, and importantly the protocols to ensure pts are fully informed in their decision making. Thanks, (B)(6).